Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0cvdw, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient was not able to adjust their stimulation. It was stated the patient wanted to increase their stimulation but kept getting the information screen. It was noted, the patient had been able to increase their stimulation to 1.7 volts earlier the day of report but felt they needed more. It was stated, the patient was able to increase their stimulation successfully to 1.75 volts. The patient stated, they had changed to program 2 because, the program they were on was affecting their leg. Reportedly, the patient had stenosis and the wire on that program was stimulating the stenosis and causing them pain and they had difficulty walking on the one leg. The patient stated, they had been having that problem since implant but had taken a long time to change programs. It was noted, the problem was alleviated when they changed to program 2. It was reported the patient¿s system was removed due to affecting the sciatic nerve. Stimulation was hitting their sciatic nerve and made one of their legs unable to walk. Therapy was helping their bladder, but they could not use their leg. Decreasing stimulation still resulted in a bothersome sensation in the leg. Multiple reprogramming sessions did not resolve the issue. The patient¿s bladder symptoms remained improved after explant. The patient recovered without permanent impairment.